Event description:
The st jude medical representative phoned technical services when they observed noisy electrograms, which caused detections and therapies to be delivered. Following the shock the bipolar electrogram flatlined and the device began to pace. The real time electrograms showed the pacing only on the bipolar channel; the far field channel showed intrinsic activity with asynchronous pacing occurring. Pacing appears to capture the ventricle making a "p/s" lead problem possible. The ICD evidenced a sensing anomaly. The lead will be tested and the ICD replaced.